Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate plus profile saline breast implants experienced unexplained systemic symptoms postoperatively, including allergic reactions, hives, anaphylaxis, adrenal issues, fatigue, heart palpitations, eye and mouth rashes, and intermittent food allergy. As a result, the patient underwent explantation on (B)(6) 2018. The patient reported that the symptoms went away after implants removal. In addition, the patient also reported that there was mold inside the devices upon explantation. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.